Event description:
On (B)(6) 2022 a patient (pt) in (B)(6) called to report irritation, redness, and lens stuck to both eyes (ou) after 3 to 4 hours of wear of the acuvue® oasys® for astigmatism brand contact lens (cl). The pt didn¿t notice anything unusual with the od or od cl on removal and reported difficulty removing the suspect cls. The od and os were red after cl removal with redness increasing over the next 2 days. The pt reported the event occurred in (B)(6) 2021. The pt reports that both eyes are currently red and irritated. The pt visited an eye care provider (ecp) but can¿t recall the medication prescribed. The pt reports a monthly replacement schedule with daily cl wear. The pt uses ultra sept to clean the cl. The pt is currently wearing glasses. On 19jan2022 the pt provided additional information. The pt reports a diagnosis of keratitis ou. The eyes were better within 2-3 days after treatment. The eyes currently feel fine. The pt has a return visit to the ecp later this afternoon and will send additional information by email. The pt has not returned to cl wear. On 01feb2022 the pt provided additional medical information by email. Prescription dated (B)(6) 2021 for lunah or hyabak lubricating drops every 2 hours ou, continuous use; vigamox to affected eye every 3 hours for 7 days; erythromycin ointment ou at bedtime for 15 days; maleuca shampoo for eyes, massage eye lids and lashes 1 to 2 times daily with eyes closed. Ecp consult confirmation on (B)(6) 2022. Prescription dated (B)(6) 2022 for tobracort 1 drop os every 8 hours for 7 days. Image of a red eye. Ecp statement dated (B)(6) 2022, ¿pt with keratitis ou due to avo cl wear. Pt refers to use of brand and model for years only presenting discomfort the past 2 months. I suggest change of material/brand of cl¿. On (B)(6) 2022 the pt reported a visit to the emergency department and was provided treatment as per the prescriptions provided. The pt was advised to schedule an appointment with pts primary ecp as soon as possible. The pt was not cleared to return to cl wear. On (B)(6) 2022, the pt attempted to wear another pair of cls, but experienced symptoms. On (B)(6) 2022, the ecp advised the pt still had keratitis and provided additional treatment per the prescription provided. The pt does not have a return visit scheduled for the ecp. Multiple calls were placed to the pts treating ecp for additional information, but nothing additional has been received. The pt reported lot b00t2x7 and lot b00zjr4. It is unknown which lot is for the od and which lot is for the os. This report is for the b00t2x7 suspect lot number. The report for b00zjr4 will be submitted in a separate report. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00t2x7 was produced under normal conditions. One opened contact lens case was received which contained one lens for lot number b00t2x7. The parameters of the open lens met company standards for base curve, center thickness, axis and cylinder. The opened lens measured out of specification for diameter and sphere. The visual inspection revealed a surface tear. The product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. If any further relevant information is received, a supplemental report will be filed.